Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic after receiving an alert. Episodes of non-sustained rv oversensing due to post sensed t-wave oversensing was observed on the ventricular channel. Programing changes were suggested. The patient is stable.